Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the circumstances that led to the keloids was that they occurred with charging of the battery that was implanted in (B)(6) 2024. It was reported that one person whom was not a doctor said that pressure on the location of the device during healing might have helped. The lead placement of (B)(6) 2018 was not centered on the spine resulting in a less-centered of the left side of the spine in the area of l4 and l5 vertebrae. There were no steps taken to resolve the keloids. Occasional pain was reported from external pressure to device created some pain and/or soreness. The issue has not been resolved. Their healthcare provider (hcp) stated that the lead in their back is not centered base off the MRI. The patient was not told there was any option to remove the keloids. The patient does not want another surgery if it would not change the problem. The patient stated they did have an epidural from pain management doctor. Their doctor stated that it worked for 2 weeks with great relief from pain. The patient went back to the implantable neurostimulator (ins) and hydrocodone pills. The patient would welcome any suggestion for their back pain.

Event description:
Patient noted they have a lot of keloids all over the spinal cord stimulator (scs) device so it makes it very hard to get it charged and noted the healthcare provider (hcp) said the only thing they can do is open them back up and change the position of the ins and the patient does not want to do that. Patient also stated when they lay down the stimulation is very intense on their right side and the left side is better. Patient stated a rep looked at it and told patient the hcp did not get the leads centered when they were inserted.

Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6), implanted: (B)(6) 2018, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 02-aug-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reported there were no external factors that could have caused the keloids. They reported the lead not being centered in the spinal cord did not contribute to the keloids. The cause of the keloids were not determined but the rep reported the lead not being in the exact center of the spinal cord is normal and not a cause for the keloids. No additional action was taken for the keloids and the issue was resolved as the patient is able to recharge their battery again.